Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not provided. Reportedly several new cartridges were loaded, and insulin delivery was resumed however the altitude alarm kept recurring. The customer continued to use the pump for insulin therapy.